Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented into the hospital for elective replacement of an advisory lead, but previously electrically normal during follow up. A fluoroscopy was performed and there was no evidence of "externalization". During the procedure a programmer commanded shock of 36j was attempted, the device completed the charge and attempted delivery; however, an error message of "possible high voltage lead issue" was observed. The lead was check and was within range. A second attempt was made and the same error message returned. Subsequently, the hvli showed a low out of range impedance value. Therefore, the riata lead was cut and capped. Patient was stable and discharged back to cardiac short stay unit with no issues.

Manufacturer narrative:
External insulation abrasion was noted at 21.7-22.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 21.2-21.6cm from the connector pin, consistent with lead friction to the ICD can. The rv conductor etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance and output anomaly.